Event description:
It was reported that during a battery replacement procedure, high impedance was identified on the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device, specifically on contacts 8 through 15, with values over 40,000 on every contact. Impedance testing was performed during the procedure, and further troubleshooting was conducted by attaching the lead to a wens device, which confirmed the high impedance values on all affected contacts. The physician proceeded with the battery replacement and inserted the lead into the bottom slot of the battery for contacts 8 through 15. No other symptoms, complications, adverse events, or stimulation issues were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-may-2023, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 13-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.